Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing, leading to inappropriate anti-tachycardia pacing (atp) and shocks. The shocks resulted in the device displaying an error code 1005, indicative of an open circuit condition during shock delivery. The shock impedance measurements were greater than 200 ohms, and the pacing impedance measurements were greater than 2500 ohms. A compromised lead was noted. The lead was later explanted. No additional adverse patient effects were reported.